Event description:
A small saphenous vein ablation procedure was performed in 2009. During the procedure, the physician was receiving advisory messages from the generator noting "low temperature, high power". It was noticed that the tip of the device broke off from the catheter. The physician retrieved the broken tip and completed the procedure by performing a vein excision. The pt was admitted overnight in the hospital. In 2009, during a routine follow up, the pt is doing well and the incisions are healing as expected.

Manufacturer narrative:
Vnus medical technologies received a complaint regarding a broken catheter in 2009. Further info was requested from the hospital site as well as the return of the device; however, the only new info that was collected at the time, was that the physician noticed an increase in temperature and decided to take the catheter out. Upon removal of the catheter, the physician noticed that the catheter was unravelling. He was able to pull the tip out without any intervention. In recent weeks, vnus received a medwatch form from the FDA regarding this incident stating that intervention was required due to the broken catheter. Many attempts were made to collect additional info from the site. However, only recently did vnus received the requested info. The physician stated that the pt is doing well at the last follow-up.